Event description:
On (B)(6) 2012, the patient left a message for animas stating there is an extra ic (insulin to carbohydrate) ratio programmed into the subject pump. Reportedly, the patient did not program the extra ic ration. The animas representative made several attempts to contact the patient without success. There was no report any symptoms or required medical intervention due to the alleged issue. This complaint is being reported due to the alleged extra ic ratio programmed issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.